Event description:
New information notes that the device was explanted.

Event description:
It was reported that the pulse generator could not be fully interrogated or programmed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis confirmed normal battery depletion.